Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: right side is missing, migration of essure device location of device: right side is missing,') and high risk pregnancy ('high risk pregnancy') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included live birth ((B)(6) 2008) and amniotic fluid leakage. Delivery complications (B)(6) 2008- holes in placenta, amniotic fluid leaking, born a month early, and had jaundice. Previously administered products included for an unreported indication: yaz. Concurrent conditions included photophobia, generalized anxiety disorder, pyelonephritis, back pain, fibromyalgia, foot pain and insomnia. Concomitant products included medroxyprogesterone acetate (depoprovera). In (B)(6) 2013, the patient had essure inserted. In 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia/freak period"). On (B)(6) 2018, the patient was found to have a pregnancy with contraceptive device ("pregnancy (with complications)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), pelvic pain ("pelvic pain / pain"), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), dizziness ("dizziness"), loss of consciousness ("passing out"), dehydration ("dehydration"), migraine ("migraines"), headache ("headache"), nausea ("nausea") and complication of pregnancy ("complication pregnancy-round ligament/injections to keep baby from being born prematurely"), was found to have weight increased ("weight gain") and was found to have a high risk pregnancy (seriousness criterion medically significant). The patient was treated with surgery (removal on (B)(6) 2018). At the time of the report, the device dislocation, genital haemorrhage, pregnancy with contraceptive device, pelvic pain, abdominal pain lower, abdominal pain, vulvovaginal pain, vaginal haemorrhage, menorrhagia, vaginal discharge, fatigue, weight increased, high risk pregnancy, cystitis, urinary tract infection, vaginal infection, dizziness, loss of consciousness, dehydration, migraine, headache, nausea and complication of pregnancy outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 2, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, complication of pregnancy, cystitis, dehydration, device dislocation, dizziness, fatigue, genital haemorrhage, headache, high risk pregnancy, loss of consciousness, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy noted in essure implant date. Previously reported as (B)(6) 2014 and as per current document (B)(6) 2013. Date(s) of insertion: (B)(6) 2014 as per pfs. Most recent pregnancy - round ligament. Injections to keep baby from being born prematurely. Bilateral tubal closure. Left-sided essure coil in place. No right-sided coil visualized. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: bilateral tubal closure. Left-sided essure coil in place. No right-sided coil visualized. Normal uterus.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records ; headache, nausea, migraine, diarrhea, dysuria. Vomiting, vaginal discharge. Amendment: the report was amended for the following reason: all the information from deletion case (B)(4) was transferred to this case. New reporter and reference section was transferred to this case. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: right side is missing, migration of essure device location of device: right side is missing,'), genital haemorrhage ('heavy abnormal bleeding'), pregnancy with contraceptive device ('pregnancy (with complications)') and high risk pregnancy ('high risk pregnancy') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included live birth ((B)(6) 2008) and amniotic fluid leakage. Delivery complications (B)(6) 2008- holes in placenta, amniotic fluid leaking, born a month early, and had jaundice. Previously administered products included for an unreported indication: yaz. Concurrent conditions included photophobia, generalized anxiety disorder, pyelonephritis, back pain, fibromyalgia, foot pain and insomnia. Concomitant products included medroxyprogesterone acetate (depoprovera). In (B)(6) 2013, the patient had essure inserted. In 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia/freak period"). On (B)(6) 2018, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain / pain"), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), dizziness ("dizziness"), loss of consciousness ("passing out"), dehydration ("dehydration"), migraine ("migraines"), headache ("headache"), nausea ("nausea") and complication of pregnancy ("complication pregnancy-round ligament/injections to keep baby from being born prematurely"), was found to have weight increased ("weight gain") and was found to have a high risk pregnancy (seriousness criterion medically significant). The patient was treated with surgery (removal on (B)(6) 2018). At the time of the report, the device dislocation, genital haemorrhage, pregnancy with contraceptive device, pelvic pain, abdominal pain lower, abdominal pain, vulvovaginal pain, vaginal haemorrhage, menorrhagia, vaginal discharge, fatigue, weight increased, high risk pregnancy, cystitis, urinary tract infection, vaginal infection, dizziness, loss of consciousness, dehydration, migraine, headache, nausea and complication of pregnancy outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 2, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, complication of pregnancy, cystitis, dehydration, device dislocation, dizziness, fatigue, genital haemorrhage, headache, high risk pregnancy, loss of consciousness, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy noted in essure implant date. Previously reported as (B)(6) 2014 and as per current document (B)(6) 2013. Date(s) of insertion: (B)(6) 2014 as per pfs. Most recent pregnancy - round ligament. Injections to keep baby from being born prematurely. Bilateral tubal closure. Left-sided essure coil in place. No right-sided coil visualized. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: bilateral tubal closure. Left-sided essure coil in place. No right-sided coil visualized. Normal uterus. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records; headache, nausea, migraine, diarrhea, dysuria. Vomiting, vaginal discharge. Most recent follow-up information incorporated above includes: on 30-may-2019: pfs received. Lab data added. Concomitant condition and medication added. Events: malposition of essure device location of device: right side is missing,abnormal bleeding (vaginal), menorrhagia, vaginal discharge, fatigue, weight gain, high risk pregnancy, bladder infection, urinary tract infection, vaginal infection, dizziness, passing out, dehydration, complication pregnancy-round ligament/injections to keep baby from being born prematurely were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.